Event description:
The lay user/patient contacted lifescan (lfs) in 2005 alleging that the meter displayed an apply sample icon. The medical affairs specialist (mas) mailed a letter since the user could not be reached by telephone for further clrification. The patient did not experience any symptoms at the time of testing. He tried to test and the meter displayed the apply sample icon after the sample was applied on the test strip. He was taken to the hospital where he was treated with 4 mg of amaryl. There was enough blood applied on the test strip. The patient retested using a new vial of test strips and obtained the apply sample icon. Customer care agent (cca) sent the patient a replacement meter. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident, reading in the hospital and the diagnosis. The complaint is being reported since the patient was taken to the hospital and was treated for possibly low blood glucose.